Event description:
Customer's mother reported that the insulin pump had physical damage and that they received a no delivery alarm. The blood glucose reading was 40 mg/dl. Customer was treated with food and glucose tablets. She stated that the reservoir tube lip was cracked. She was not sure how the damage occurred. Customer was unable to troubleshoot for the no delivery alarm because the infusion set had been changed. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.